Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that contacts 0 and 8 were both greater than 40,000 ohms- one showed as green and the other was red. The healthcare provider (hcp) pulled the leads out, wiped them down, and repositioned them in the header of the battery twice and they also hid switch ports to see if the contacts followed the lead or stayed. It followed the lead which showed as being red. The hcp said to leave it and continued on with closing up the patient. Later a different representative noted that postop the patient had high impedances and electrode 8 was greater than 40,000 ohms. Electrodes 12 and 15 were at 550 ohms each and both had orange indicators. The representative didn't need to use the affected electrodes for therapy programming and was able to effectively program the patient and the patient was feeling stimulation. No symptoms or further complications reported.